Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during a needle technique performed within a neoplasm at the pancreatic head on (B)(6) 2013. According to the complainant, the first pass was successful in retrieving a cytology sample from the digestive tract. However, the doctor was not able to see the needle move by smear technique after the second pass and realized that needle is lifted off from the sheath. Reportedly, approximately 15 cm of the needle broke off and detached into the patient's pancreas. The detached needle was successfully retrieved using the scope elevator. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Reported event of the needle breaking off. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis found the needle was broken off 3 cm below the handle. Needle was seen kinked 6 cm at the distal tip and 35 cm near the proximal end of the break. The needle had penetrated the sheath 3 cm below the handle. The needle adjust and sheath adjust did not slide smoothly due to the broken and kinked needle. All internal components of the device were examined and were seen intact. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during a needle technique performed within a neoplasm at the pancreatic head on (B)(6) 2013. According to the complainant, the first pass was successful in retrieving a cytology sample from the digestive tract. However, the doctor was not able to see the needle move by smear technique after the second pass and realized that needle is lifted off from the sheath. Reportedly, approximately 15 cm of the needle broke off and detached into the patient's pancreas. The detached needle was successfully retrieved using the scope elevator. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.